Event description:
Home pt reported a crack in her eco set. Pt has perionitis and was treated with ancef and gentamycin (currently is only on ancef). Culture came back positive for staph epidermidis. Pt's nurse feels perionitis is not due to the eco set. The sample is available for examination.